Manufacturer narrative:
If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this lead implanted greater than 24 years, was disconnected from the implanted device during an elective procedure; however, following connection with the new device, the terminal pin was easily removed from the header. The distal and proximal connectors of the lead were then confirmed detached. The lead was removed from service and another lead successfully implanted in the absence of adverse patient effects or product allegations. The explanted lead will not be returned for a post market assessment.